Event description:
It was reported by service report that the brakes were allegedly not holding; however, stryker technician could not duplicate the event. The product meets and performs to specification. No patient involvement or adverse consequences are reported.